Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 312 mg/dl. Additionally, it was reported that the pump was not delivering boluses as intended and that the insulin gauge was inaccurate. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.